Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia. Animas vibe system is being filed under MFR#3004753838-2015-81591.

Event description:
Patient contacted dexcom technical support on 09/17/2015, to report a hypoglycemic event on (B)(6) 2015, requiring medical intervention. Patient stated dexcom continuous glucose monitor (cgm) alerted him of the low blood glucose level. Patient performed finger stick blood glucose (bg) test to confirm the low. Patient does not recall what the values were. Patient called for an ambulance. Patient was given glucagon by the emergency medical technician's (emt). No further treatment was given, but patient was taken to the hospital. Patient reported that due to basal metabolic rate (bmr) lowering, a blood pressure reading at 90 systolic over 60 diastolic, and self-medicating with alcohol for 2 weeks, he was taken to the hospital for observation. Patient reported the event was not related to cgm or pump. Patient was discharged from the hospital on (B)(6) 2015. At the time of contact, patient reported that he was at home recovering. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).